Event description:
The customer reported via the phone that a pt has received a cut to his arm from the side rail on the bed. It is further reported by the customer that the pt's arm has been treated with steri-strips and a bandage. It is further reported that the side rail cover had become separated from the rail however, the customer has replaced the cover.

Manufacturer narrative:
Na